Event description:
Information was received from a user facility via manufacturer representative regarding spinal product that is used for spinal therapy. It was reported that the digit rapper study did not come out right. There is very little impedance, and it looks like it was a bad catheter. There was no patient involved in the event and no further complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).